Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A caller reported via email indicating that they were hospitalized. The caller did not provide any information about the hospitalization. The customer's blood glucose value was not provided and it is unknown if he insulin pump had anything to do with hospitalization.